Manufacturer narrative:
Insulin pump passed the displacement. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform compromised force sensory system due to motor error alarm. No unexpected disconnect alarm noted. Device received with minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump alarmed a disconnect alarm and compromised force sensor system alarm during priming. Customer's blood glucose was 153 mg/dl. Customer mentioned the rewind message occurred after an alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.